Event description:
A patient at the (B)(6) medical center located at (B)(6) experienced an adverse event that involved access scientific, llc's product, the powerwand xl introducer with an extended dwell catheter, model 3fr 6 cm, catalog number 94122. The details of the event is described as follows, the hospital PICC team was notified that the device (catheter) broke and remnants of the device (catheter) remained in the patient's arm. The patient reported that the breakage occured while the patient was taking a shower. The patient reported having a gel substance in her hair from a previous procedure that of which she was trying to remove in the shower. While in the shower, the device (catheter) was wrapped in aqua guard. While the patient was removing the gel substance from her hair, the device (catheter) was caught in her hair and the device (catheter) broke apart. Immediately after the incident had occured, the hospital's PICC nurse evaluated the arm via ultrasound method and determined that 6 cm of the device (catheter) remained superficial in the expected location within the forearm. After collaboration from physicians, the device (catheter) remnants were removed from the patient's arm using local anesthetic and the 'cut-down' procedure. The surgical procedure was performed by the surgical resident.